Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 5 years and 5 months after initial implant. There is no device information provided. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case - USA related to: case (B)(4). Additional information received from legal on 24-oct-2023/ reviewed by sc on 11-mar-2024 - it was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 5 years and 5 months after initial implant. There is no device information provided. No images of the devices are provided. The device will not be returned. There is no other information available. This patient is verified bilateral knee arthroplasty. The patient had left knee revision on (B)(6) 2023 (op report attached). On (B)(6) 2024, sc - revision operative report of (B)(6) 2023: patient was revised to competitor's devices/ postoperative diagnosis:1. Femoral component was found to be significantly loose. 2. Tibial component was found to be well fixed. 3. There was some burnishing in the polyethylene insert but no significant gross wear. There were no intraoperative complications, the patient was taken to recovery room in stable condition. As directed by qa management: this legal complaint case is from the united states. The event did not occur in, nor is it reportable for brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed. Original description summary: patient is verified bilateral knees with dr (B)(6). He is scheduled left knee revision on (B)(6) 2023. Dr (B)(6) prescribed this for strengthening ahead of revision; define fitness personal trainer (B)(6) 10 sessions at (B)(6) each total (B)(6). See attached letter of medical necessity for pt w/ trainer from dr. (B)(6). (B)(6) is patient currently under my care. He has chronic, persistent pain in the total knee replacement. As part of his treatment plan, I advised the patient to undergo a goal-directed medically supervised physical therapy program with a trainer. According to advanced imaging there is a large area of osteolysis involving the medial plateau with areas of destruction of the medial cortex. With these results, it is likely the patient's rehabilitation may be delayed given the patient's age and mobility issues. Mr. (B)(6) is scheduled for revision knee replacement on (B)(6) 2023. It is advisable for the patient to strengthen the leg to help towards a speedy recovery. No device return anticipated due to this being a legal case. No ebi initial surgery results found. Qad serial trace attached. Historical records & smartsolve searched for sn/patient name with no results. No further information.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.